Manufacturer narrative:
H2, h3, h6) additional information was added to section d4 and e3. A manufacturer representative went to the site to test the navigation system. It was reported the axiem controller had glitchy communication and was then replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative tried the emitter and axiem box using a different system and did not get the error message or flashing red. It was believed the problem was faulty ports that the emitter and axiem plug into.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial:(B)(6); product type: ; implant date n/a; explant date n/a product ID: controller 9735824 em s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the navigation system had a flashing red randomly in the bottom and across the screen while navigating. Technical services (ts) looked at the video that was sent to them, indicated that the red was from the instrument or electromagnetic connection getting disrupted. It was suspected to be from metal interference. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H2, h3) the 9735824 (lot number: 1600765119) was returned to the manufacturer for evaluation. The returned controller displayed multiple faults in lat. It would not connect. Additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a functional endoscopic sinus surgery (fess). There was no impact on patient outcome. There was no surgical delay. The site refused to share patient demographics.